Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had cardiac tamponade due to effusion. Pericardiocentesis was performed, and event was resolved without sequelae. The patient was discharge in good condition.